Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, before the patient was off of the table, it was noticed that the leads had been hooked up incorrectly. The pocket was reopened and leads were switched into the correct position without incident. The leads remain in use. No patient complications were reported as a result of this event.